Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited flow rate accuracy abnormalities with three measurements indicating an overdose. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿a flow rate accuracy abnormality was identified, with three measurements indicating an overdose" was not confirmed or replicated. No physical damage was found on the device. As a result of checking the error log, it was confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. The accuracy was within specification. The probable cause was the cassette or circuit products. No action taken as the pump functioned normally. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.